Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The intuitive surgical, inc. (Isi) field service engineer (fse) investigation is not complete. The fse was advised to perform readjustment/replacement of the universal surgical manipulator (usm). Additional information is being gathered to determine the contribution of the device to the customer reported issue. The reported event was addressed with phone support. The fse also called the customer. The customer confirmed that they could continue performing surgeries. No error after relocating. The system was up and running.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance by the customer to report that the universal surgical manipulator (usm) 3 was a bit loose and surgeon was feeling a vibration in it during surgery. Tse checked error logs and there was nothing related. Tse asked customer if they could reboot the system, which was not possible and they explained they would call back at the end of the procedure for further troubleshooting. Customer called back and stated that when they finished the first surgery, they did not have time to troubleshoot because they had to start the next one and therefore the only thing they did was rebooting the system, with no improvement. Caller explained that since they were on a rush, they decided to do the second surgery in laparoscopic and that they would call back at the end of the second surgery and before starting the third one. The procedure was converted prior to calling tse. The procedure was converted to laparoscopic surgery with no reported injury.